Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage keypad traces. No number ramping anomaly noted during testing.

Event description:
The customer reported via phone call that numbers were ramping on the screen. The customer's blood glucose was 87 mg/dl at the time of incident. The insulin pump was returned for analysis.